Event description:
International affiliate reports l4-l5 instrumentation was performed with the expedium system for a patient with lumbar canal stenosis. After the cage was placed between l4-5, it was noted that the cage was inserted in the l5 body . The surgeon is reported to have grafted "a lot" of autograft into l4/l5 before cage insertion which interfered with the cage placement. To avoid the risk of damaging the nerve root, the cage was left in the l5. Plif was done in the opposite side to complete the case and the procedure was completed. No health problem occurred. However, the procedure was extended by forty five minutes.

Manufacturer narrative:
The device remains implanted and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Without a product sample, we are unable to confirm the reported issue or identify the root cause. No definitive conclusions can be made. However, the surgeon is reported to have grafted "a lot" of autograft into l4/l5 which is reported to have interfered with the cage placement. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.